Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device. The patient alleges turning the device is on, they would not blow any air and the device was extremely hot to touch at the top. The patient also states that smelled hot and overheated smell. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.